Event description:
It was reported by the manufacturer's representative that the implantable neurostimulator was explanted due to an infection with a reported successful outcome. Further information has been requested from the hcp but not received at this time.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up medwatch report will be filed when the analysis is completed or if further information is received from the hcp.